Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint, the analysis did not show any deviations from the specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Bsc crm received info that two weeks post implant, the pt presented with a heart rate of 45 bpm and was sent to hospital ER so the pacemaker could be assessed. It was noted that both the atrial and ventricle leads were not pacing or sensing. The physician planned to revise the leads, but later chose to explant them and implant new leads.